Manufacturer narrative:
The sample was drawn in plastic bd pst tube and centrifuged at <5000 rpm for >5 minutes. Testing at bci cpls (customer product line support) lab with interference eliminating proteins has confirmed the existence of a patient source interferent for the sample received from the customer. Service was not requested as this is the only patient result in question.

Manufacturer narrative:
The sample was drawn in plastic bd pst tube and centrifuged at <5000 rpm for >5 minutes. Testing at bci cpls (customer product line support) lab with interference eliminating proteins has confirmed the existence of a patient source interferent for the sample received from the customer. Service was not requested as this is the only patient result in question. This reportable event was identified during a retrospective review of complaints within the date range (B)(4) 2010 - (B)(4) 2010 for additional reportable events. This report is being sent as a follow-up since there was a typo in the patient identifier section of the original report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding one erroneously elevated troponin (accutni) result of 0.30ng/ml generated by the unicel dxc 600i synchron access clinical system which repeated at 0.00ng/ml on a different instrument. The patient had a cardiac catheterization performed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding one erroneously elevated troponin (accutni) result of 0.30ng/ml generated by the unicel dxc 600i synchron access clinical system which repeated at 0.00ng/ml on a different instrument. The patient had a cardiac catheterization performed.